Event description:
Patient's mom came out of the patient's room needing immediate help. When I entered the room, the mother stated she heard the mediport "pop" and found that the huber needle tubing had broke in half. The tubing was clamped off and removed. The site was cleaned, re-accessed and the mediport flushed without difficulty. There was minimal blood loss and sterile technique was used for re-access. The mediport was saved. The patient was given medication for his discomfort. The physicians were notified. The bard miniloc huber needle was saved, but not the packaging. The tubing on the needle appears to have come unglued from luer lock portion.this is an on-going problem with the bard miniloc's. This particular patient has had this happen before. The mother is upset that this keeps happening. Pediatrics has stopped using the bard needles, and has been using another manufacturer's product for several months. However, the outpatient clinic used a bard on this particular patient since they had run out of the alternate product. Clinical engineering informed the clinic to stop using bard needles until further notice. This was reported to bard.====================== manufacturer response for safety infusion set, miniloc======================the manufacturer stated they fixed the issue several months ago, so it¿s possible this needle was from an old lot number. However, bard told our facility they were in the process of merging with another manufacturer. Therefore they didn't have very good control over the manufacturing process, and had no way to ensure that the changes made to the process were kept. Our facility asked them to send us shipping material for this needle, and they keep sending fedex envelopes instead of a box. We cannot ship a needle in an envelope.